Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a surgical procedure the implantable cardioverter defibrillator (ICD) alerted for a lead integrity alert (lia). Oversensing was noted on both the atrial and ventricular channels during the time of the procedure. Electrocautery was suspected. The interrogation reported indicated the left ventricular (lv) lead had a high threshold. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.